Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on november 5, 2014. The analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Refer to evaluation summary. (B)(4) it was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool sf navigational catheter. There was high impedance, an inability to ablate and charring issues. The impedance too high message displayed on the stockert generator while using this catheter. There was char on the catheter tip when it was removed from the patient's body. The char was cleaned and the same error message displayed when the catheter was reinserted into the patient's body. The issue was resolved by exchanging the catheter. Additional information was received regarding the event. The system stopped ablation when the cutoff value of 200 was reached and did not show any errors. The returned device was visually inspected upon receipt and a brownish material was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified. However, the catheter met manufacturing specifications.

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool sf navigational catheter. There was high impedance, an inability to ablate and charring issues. The impedance too high message displayed on the stockert generator while using this catheter. There was char on the catheter tip when it was removed from the patient's body. The char was cleaned and the same error message displayed when the catheter was reinserted into the patient's body. The issue was resolved by exchanging the catheter . The procedure was completed without patient consequence. Additional information was received regarding the event. The system stopped ablation when the cutoff value of 200 was reached and did not show any errors. The physician saw a problem with the product because she could not burn and she stated that she has never seen this problem before. The char that was present on the catheter tip was grey/black in color. There were no problems with the temperature or the flow. A 1000 ml bag of normal saline with 1000 u of heparin was used. The patient was not on any anticoagulants. Since the system stopped ablation when the impedance cutoff value was reached; therefore, not exceeding the system cut off, the system is performing as designed. The physician being unable to ablate is of very low risk to the patient. Due to the reported presence of the char and the size of the char being unknown, this char issue is indicative of a reportable event.